Event description:
It was reported that during a laparoscopic-assisted distal gastrectomy procedure, the device broke and could not be used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Any other additional information that could be shared so we can get a better understanding as to what may have occurred. It was unknown which firing this event occurred on. Cracking sound was heard at the firing.

Event description:
During the procedure the cypher select + 3.50x23mm could not pass through the lesion. The physician used another stent and succeeded. Preliminary findings indicated that the struts at the distal section of the stent were uplifted.

Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.